Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's parent reported via phone call that the customer was experiencing a high blood glucose reading of 441 mg/dl. Caller said the infusion set was bent and air bubbles. Caller declined to troubleshoot for high blood glucose reading. Insulin pump will not be returning for analysis.